Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra declaration in which a customer reported experiencing issues with the adc device. The customer reported the following: "the sensor suddenly started giving readings that were wildly inaccurate within the last 24 hours and they were much lower than capillary blood glucose readings. The sensor would also trigger the high/low alarms unnecessarily several times during the night within the last 48 hours. Finally, today I scanned the sensor and it gave me an error warning saying that it had stopped working and needed to be replaced." Due to this, the customer indicated they experienced a medical event. No additional information was provided. There was no report of death or permanent injury associated with this event.